Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: b5, h3,h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that physical stress was applied to the end section; however, a conclusive root cause was not determined. The event can be detected/prevented by the following instructions for use which state: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer who reported that the distal end of the scope became loose during a procedure, blocking the camera, resulting in terminating the procedure, without any patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the white end of the bronchovideoscope has detached and was folded over. There were no reports of patient involvement.